Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker is depleting faster than expected. A copy of the device's memory was preserved and submitted for analysis. Boston scientific technical services (ts) confirmed premature battery depletion (pbd) and recommended device replacement. The device was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that two telemetry system faults were recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in premature battery depletion.